Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted. The reason was not provided. This device has been successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted. The reason was not provided. This device has been successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The description of the event has been updated. Available evidence indicates that this device was explanted due to other/non product experience, there is no allegation against this product, this device had reached an appropriate longevity for explant. This event is not reportable.